Event description:
Additional information received from the patient indicated that the patient had their pain pump explanted on (B)(6)2023 due to "inconsistent care" after their previous managing physician passed away. The patient fell in (B)(6)2022 and "it had shifted in their spine and tore a hole where the catheter was sitting". The patient had a dura leak and kept getting horrible headaches and migraines. Per the patient, "they tried patching it but it wasn't working" and the patient had an "egg-shaped bubble" under their skin. The patient had to have their spine "reconstructed". The indication for the use of the infusion pump was non-malignant pain. The pump was previously used to deliver dilaudid, bupivacaine, and an unknown drug. Dose and concentration information was not reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8781 serial# (B)(6) implanted: (B)(6) 2022 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the issue resolved.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving dilaudid (hydromorphone) (.8 mg at .37677 mg/day) and bupivacaine (30 mg at 14.12895 mg / day) via an implantable pump for unknown indications for use. It was reported that the patient reported a 'lump' on her back with concern of pump malfunction. The catheter was viewed under x-ray; no issue with the catheter or pump identified. The patient reports persistent pain and fluid at catheter site. Additional information received from the healthcare provider (hcp) via a clinical study indicated that the patient continued to have pain and fluid at the catheter site. It was noted that cloudy fluid was aspirated from the site in fall 2022 and was sent to a lab and revealed no infection. The patient also reported headaches, nausea, dizziness and a sensation of heat / burning and numbness from chest to buttocks following personal therapy managerptm activations. Patient was referred to neurosurgery as there was suspicion of cerbrospinal fluid csf leak or catheter fracture. The hcp plans to perform a fusion and possibly tie off the catheter and explant the pump.

Manufacturer narrative:
Continuation of d10: product ID: 8781; lot# serial#: (B)(6); product type: catheter .section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot#: (B)(6), ubd: 04-mar-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.